Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They reported that their last exchange with the patient was on march 7. The patient had been complaining of bruising at the site, but made no indication of a sudden return of symptoms, so they were not sure exactly what we were referencing in our letter. They didn't have any notes/office notes pertaining to what we were referring to in the letter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was helping with their symptom control until recently it seemed like all of a sudden, 5-6 days ago, it wasn't helping as much. The patient called the nurse the day of the call and were advised to call in for help increasing stimulation. Syncing with the programmer showed stimulation was on. The patient increased to 0.8 v where they felt stimulation in the correct area. The patient also reported the implant site was still bruised and very sore/sensitive since implant. The patient was in a massage chair the day before and the massaging motion made the implant site hurt. The patient stated the implant kind of moved around in the pocket and they thought the battery had moved because it was like one corner of the battery was up closer to the skin surface/sticking out. The patient stated when they laid down it was like the implant went back in the pocket and the implant felt like a lump. The patient stated they had called their healthcare provider about the issue and they said it didn't sound urgent and they should watch for signs of infection or fever which the patient hadn't seen yet. The caller was redirected to their healthcare provider to check the implant. The patient noted an appointment on (B)(6) 2019. No further complications were reported.